Event description:
It was reported that during a lap cholestectomy procedure both devices used were forming pear shaped clips. Another was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.